Event description:
The distal tip of the driver shaft sheared off during final tightening. No patient injury reported.

Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
Corrective data: h6: medical device problem code: 1069. Additional information: h6: component code: 4756. Investigation findings: 3252. H10: a review of the device history record did not identify any manufacturing or processing related irregularities. Visual inspection the distal hexalobe tip sheared from the driver shaft. No observable damage besides cosmetic scratches were found on the remainder of the instrument. The most likely failure mode of the final driver, stop is wear and tear over time. The driver has been in the field since (B)(6) 2019. The instrument likely reached its fatigue limit during the application of requisite torque (90 in-lb) during the cause, causing the tip to shear.